Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 580 mg/dl. The customer stated that the insulin pump was not working, and she was experiencing high blood glucose levels for the past 24 hours. The customer also stated that the insulin pump was not delivering the correct amount of insulin. The customer stated that she programs a 10.0 unit bolus, but only receives 1.0 units. The customer stated that in the bolus history, it shows that she received 10.0, but she is sure she is not getting that amount. The customer declined any troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.